Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73e1800297 was manufactured on 05/21/2018 a total of 15,000 pieces. Lot was released on 05/22/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73a1900313 the staplers were functionally inspected (fired) and issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during a procedure the stapler jammed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears typical. The stapler was received with 0 staples left in the cover block indicating that at least 35 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staple fired. The stapler was disassembled , and it was confirmed to have been assembled correctly. No defects or damages were found. Since the device was returned with 0 staples remaining, the reported complaint issue could not be confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no staples were remaining in the returned sample. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. The reported complaint of "jamming" was not confirmed based upon the sample received. One device was returned. The device was received with 0 staples remaining in the cover block indicating that at least 35 staples were fired by the end user. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors were found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. Since there were no staples remaining in the returned device, the reported complaint issue could not be confirmed , and a probable cause could not be determined.

Event description:
It was reported that during a procedure the stapler jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a procedure the stapler jammed. There was no patient injury.